Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and a scratched reservoir tube window.

Event description:
Customer stated that the insulin pump alarmed during priming process. Customer's blood glucose level was 249 mg/dl. During troubleshooting, it was found that the drive support cap was protruding from the device. Insulin squirted out during the manual priming process. Advised customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.